Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state to make sure that the insulin is at room temperature before filling the cartridge.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 150 units of cold insulin. The customer's current blood glucose of 55 mg/dl was not related to this event and was reported to be due to a stomach flu. The customer was to reload the cartridge with room temperature insulin and acknowledged that the cold insulin likely caused the minimum fill notification.